Event description:
A malfunction alarm was reported during the loading process of an insulin pump. The customer¿s blood glucose level was not adversely affected. The customer attempted to load a new cartridge but the alarm recurred, so technical support decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy and to return the pump, placing it in storage mode.